Event description:
It was reported that during a procedure, the breakers were popping and the laser was shutting down by itself. The procedure was ¿completed by another means.¿ the patient outcome is listed as ¿ok.¿ no other information available.